Event description:
Will not stop the chair. Original order (B)(4) per email neither brake are working the customer called and said neither brake is working. When you try to get the wheelchair to stop, the chair continues to move and you have to physically try to restrain it. He said he has tried adjusting both brakes but the bolts wobble too much and won't adjust.